Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) had a damaged cable. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable was cut. The root cause for the cut cable cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the damaged cable.